Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A unknown lb screw was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the threads. The device is too badly damaged to identify. Device history record (DHR) review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured and were removed. Nne screw was placed on april the other screw in other date, and when the first screw fractured made the second screw also be fractured. Implant is fine. Tooth location # 30.